Manufacturer narrative:
It was indicated the lead would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited low out of range impedance measurements and loss of capture, the lead was explanted and replaced. No adverse patient effects were reported.